Event description:
A lawsuit alleges that the patient was implanted with a lead and suffered physical and other injury as a result of the recalled lead and. As a direct and proximate result of wrongful conduct, the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. As a direct and proximate result of wrongful conduct, the patient has sustained and will continue to sustain severe physical injuries and/or death, loss of companionship and society, severe emotional distress, mental anguish, economic losses and other damages. The patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress and physical manifestations thereof, mental anguish, economic losses and other damages. The patient's descendents suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of the enjoyment.

Manufacturer narrative:
Shortened life expectancy. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Shortened life expectancy. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.